Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic for a regular device check, premature battery depletion was observed. The patient did not experience any adverse consequences due to this event. No intervention was performed. The device remains implanted.

Event description:
Additional information received indicated that premature battery depletion was not confirmed after the event. The device was explanted and replaced for normal battery depletion. The device was discarded at the hospital and will not be returned for analysis.